Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. On dec 14, 2023, customer alleged received sensor glucose vs. Blood glucose event. Following our receipt of the one returned used sensor and performed visual inspection and checked for physical damage and none was found (under naked eye). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor failed per specification due to high isig readings. Placed sensor under the microscope and found crack damage at the sensor gold trace at the reference electrode. See attached file for details. In summary, customer allegation of sensor glucose vs. Blood glucose event was confirmed. Sensor failed due to high isig readings, found sensor gold trace damage at the reference electrode. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia. The blood glucose value of 595 mg/dl. Troubleshooting was performed and it was unknown whether the insulin pump system was used within 48 hours of the reported high blood glucose event. It was unknown whether the auto mode/smartguard feature was active at the time of the high blood glucose event. The product involved in the event are mmt-399a, mmt-7020la, mmt-332a, mmt-1880. No further patient complications were reported. No product return required for mmt-399a. No product return required for mmt-332a. No product return required for mmt-1880. The product was returned for mmt-7020la. Updated summary: it was reported that the customer experienced discrepancy between sensor glucose and blood glucose. The customer¿s sensor glucose value was 197 mg/dl while blood glucose value was 595 mg/dl at the time of the incident. During troubleshooting, it was discovered that the sensor had been in use for 4 days or more. The customer was advised that the sensor may no longer be responding to glucose changes. The customer reported no adverse event. The event involved product(s) mmt-7020la. Mmt-7020la was returned for analysis.